Event description:
The account alleged the bed has some kind of brake issue. She believes the brake is not unlocking.

Manufacturer narrative:
The tech found the brake is hard to set and the brake casters continue to swivel 360 degrees when in brake. He found the brake assembly and casters were worn. He replaced the brake/steer mechanism and the right foot and left head brake casters to repair the stretcher.